Manufacturer narrative:
H3: product analysis found the customer complaint could not be confirmed. The screen responds to commands. Eic stim knob is broken. H6 : applicable codes are fdm b01 , fdr c070603 , fdc d02 and additional codes img g04079. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis found that the customers complaint could not be confirmed. Batteries are less than 2 years old. The stim 2 fuse led is not coming on within allotted time. The stim pcb failed. H6: the applicable codes are fdm b01, fdr c0601, c0208, fdc d02 and img g02002. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: the applicable codes are fdm b21, fdr c21 and fdc d16 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) UDI#: (B)(4). H6: the applicable codes are fdm b21, fdr c21 and fdc d16. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra operatively, the screen "freezes" on a previous image (even without the event capture selection). This image will not correspond to what is being stimulated at the moment. For example, it is on a biphasic curve of 300 uv and the nim reports an amplitude of 1000uv. Only after pressing the event capture several times did the image of the nim screen re-in tune with the audio coming from the console and what it was actually stimulating. The problem was with the synchronization between the sound and the screen. So from the sound it was possible to understand the emg response. The problem was never totally solved, butfrom pressing the ¿event capture¿ button several times it ¿unfreezed¿ for some time the screen again. But after a while the problem returned. Theprocedure was completed with the reported products. There was no patient impact.